Event description:
Event: partial jacket retraction. Case details: the pt was implanted with a conventional tube graft years ago and was recently diagnosed with pseudoaneurysm that started just below the graft and went part way into the graft. During insertion of the delivery device, through the sheath and through an existing tube graft, the jacket partially retracted exposing the attachment system hooks. The device was successfully removed and re-jacketed. The graft was successfully implanted.